Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: duraloc 300 series 60mm od 124660000; hylamer neut 60 or 72odx28id, 125120025; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional.

Event description:
Patient contacted depuy to report problems with implants. On (B)(6) 2010 the reason for revision surgery was determined. Upon receipt of medical records on 6/3/2010 it was confirmed that depuy products were implanted in the right hip at the original surgery on (B)(6) 1996. Patient was revised on (B)(6) 2008 to address acetabular loosening and osteolysis. Doi: (B)(6) 1996; dor: (B)(6) 2008; (right side). Update:litigation papers received. There is no new additional information that would affect the investigation. Update 08 jun 2018. Wpc (B)(4) has been re-opened under (B)(4) due to receipt of pinnacle ppf record. Litigation alleges metal wear and metallosis confirmed in medical records. Added manufacturing date and lawyer firm as well.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added h6 h6 patient code: no code available (3191) used to capture surgical intervention patient code product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.